Manufacturer narrative:
The report that the system alarmed for channel error during patient transport was confirmed by review of the event and error logs. Based on the log review and device inspection results, the channel disconnect is believed to have occurred between the right iui connector on the pc unit and the left iui connector on the pca module. The iui connectors were inspected. A heavy contaminant film was present on the right iui connector of the pcu. This caused an intermittent electrical connection which resulted in the channel disconnect alarms and the channel malfunction error code 511-2010 that occurred on the etco2 module. Testing was performed with the system programmed and infusions were started with the parameters found in the event log review. The system was aggressively manipulated in an attempt to recreate the channel disconnect event. No channel disconnect alarms occurred during this test. The root cause of the reported channel disconnect was fluid contamination on the iui connector contacts.

Event description:
The customer reported that a pca infusion was initiated in the pacu. The pca equipment alarmed for channel error during patient transport. The devices were replaced and infusion restarted without interruption in patient care. There was no report of any patient harm.